Manufacturer narrative:
Follow-up #1: date of submission 12/8/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the investigator was unable to check keypad functionality due to the inability to power up the pump. The pump was returned with the keypad rubber missing. The key contacts were being held in place by tape. The "backlight", "up arrow" and "ok" key contacts were misaligned. Contamination was discovered under the "backlight" and "up arrow" key contacts. During investigation damage to the battery compartment was found; the damage resulted in an inability to attach the battery cap and there the pump could not power up. These complaints have been submitted under a separate report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were worn, intermittently unresponsive, and required multiple presses to work. The reporter stated that the rubber on buttons came off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.